Manufacturer narrative:
The probable cause of the customers reported under infusion was not definitely determined. However, it was observed during testing that the pump module was delivering fluid slightly out of specification. A review of the device history record showed the device had a manufacture date of 02/25/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The customers reported issue of under infusion was not definitely determined.

Event description:
It was reported that the device switched infusion modes as if the medication bag was empty, however, approximately 25ml meropenem remained in medication bag. The intended programming was 2g at 300ml/hour with 140ml volume to be infused (vtbi). The pump was infusing from the primary bag containing saline although secondary was not empty. The healthcare provider lowered the primary further and manually closed the primary line (temporarily) until the secondary resumed dripping. No interventions were needed to counteract the event. There was no patient harm. Although requested, further information not provided.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Diagnosis- skull osteomyelitis.

Event description:
It was reported that the device switched infusion modes as if the medication bag was empty, however, approximately 25ml meropenem remained in medication bag. The intended programming was 2g at 300ml/hour with 140ml volume to be infused (vtbi). The pump was infusing from the primary bag containing saline although secondary was not empty. The healthcare provider lowered the primary further and manually closed the primary line (temporarily) until the secondary resumed dripping. No interventions were needed to counteract the event. There was no patient harm. Although requested, further information not provided.